Event description:
On 12/06/2021, zyno medical received a complaint from a user facility representative that "an administration set model b2-70072 lot 20115703 would only stop flowing if all three clamps were engaged." A patient was involved but was not harmed or injured. The device operator was a registered nurse. The medication being infused was unknown. The contract manufacturer of the affected device is becton, dickinson and company.

Manufacturer narrative:
On 12/20/2021, the distributor confirmed that the affected device will not be returned for evaluation. No investigation could be performed. The reported issue couldn't be confirmed.